Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported obtaining a "replace sensor" message from the freestyle libre sensor on the seventh day of wear. As a result of being unable to obtain glucose readings, the customer experienced fatigue, "incapacity of physical reaction, inability to answer questions asked", and seizure. Bystanders provided the customer with sugar and called for an ambulance. Upon arrival, paramedics obtained a reading of "024g" on the paramedic meter and customer was taken to the hospital, however, no further information was provided. There was no report of death or permanent injury associated with this event.